Event description:
It was reported that the device keeps stopping after the first pump and dying. Additionally it was reported that the event did not occur while in use by patient, it was found during testing.

Manufacturer narrative:
Other, other text: e4 is unknown. Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a missing screw cover bung and battery compartment was corroded. Functional testing found the electronic alarms shut down before 1 min without gas. Mechanical cycling was as intended and at no time stopped cycling - the cam switch on the on/off switch had shifted to the left. Re-positioned the cam switch and tightened to correct the customer reported problem. Replaced the oscillator as a preventative measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.